Event description:
Hill-rom received a report from a hill-rom stating the left side rail wasn't latching . The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the latch being bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch to resolve the issue. Based on this information, no further action is required.